Manufacturer narrative:
Corrected information b1, b2, h1: adverse event or prod prob is updated to product problem as the cause of death was related to the patient's underlying medical conditions. Based on the information provided, the spectrum pump was determined not to be a factor in the reported death.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, "a flow accuracy issue occurred that required intervention" was not reproduced . Evaluation conducted three flow accuracy tests at 7.5 ml/hr and volume to be infused of 7.5 ml and resulted in the percentage error of 2.32%, 1.92% and 0.77%, which is within the acceptable range of -5% to 5%. A review of the event history log and revealed no findings that could have directly contributed to the current complaint. A device history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine with a spectrum iq pump, a "flow accuracy issue occurred". It was further reported the event "required intervention." The specified intervention was not reported. It was reported the pump did not generate an alarm for any occlusion. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.